Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation did not confirm the original complaint and there were no additional findings. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported that during receipt inspection of the high flow insufflation unit, the pipe blockage alarm was operating slowly and intermittently. There was no procedural or patient involvement.